Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons had to press harder and more than once. Customer stated that the insulin pump had unexplained no delivery alarm and grinds to rewind. Customer reported that insulin pump had rejected new batteries and battery last five days. No harm requiring medical intervention was reported. The insulin pump will not returned for analysis.